Event description:
On 03/24/2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt noted a grinding noise, which would be followed by the pump stopping, then restarting again. At that time the vad coordinator placed the pt on an ip drive console with a stroke volume limiter (svl). Vent filters and waveforms were taken and sent to the manufacturer for analysis. The analysis of the vent filters showed no signs of bearing wear, but did show potential signs of fluid ingress. The waveforms that were taken showed mild variance in after load. The vad coordinator stated that they were going to leave the pt on pneumatic support throughout the weekend and then try to put the pt back on electric support on monday. The pt is hit positive and the are going to evaluate next week if the best course of action is to leave him on the pneumatic support until transplant or to replace the pump. It was decided to leave the pt on pneumatic support for now.